Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the lens would not advance. Additional information has been received that the while advancing the lens found the lens was defective. There was no patient contact. The surgery completed with replacement lens.